Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - diagnostics problem. S2d (B)(4) programmer data show svt and nst episodes summary with 34 episodes. Open data shows egm for episodes 30, 32, 42, 61 display note about "data invalid" and episodes 28, 29, 31, 33, 35 to 41, 43 to 60, displays a programmer note about "data not stored".

Event description:
It was reported the device recorded 34 episodes with 29 of the episodes being nonsustained tachycardia and five of the episodes being supraventricular tachycardia (svt) episodes. The episode log indicated the five svt episodes had electrogram data available to view; however, only one episode was viewable. The data for the other four svt episodes were not viewable and were listed as "invalid" potentially due to a delay from the time the patient was checked to the time the data was saved to disk. The device remains in use. No patient complications have been reported as a result of this event.